Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 450 units. The customer's blood glucose level was 300 mg/dl, and was addressed with a correction bolus. The contact declined to reload the existing cartridge for the fill estimate to recalculate, and confirmed that pump performance would continue to be monitored.